Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 45 mg/dl. Customer consumed carbohydrates as a corrective action and was advised by technical support to consult a healthcare professional to discuss factors affecting blood glucose levels, which the customer understood and acknowledged.